Event description:
Boston scientific reported this ra lead was explanted and replaced due to high impedance and thresholds. An attempt to reposition the lead was unsuccessful because the helix would not extend.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approx. 12.5. Cm distal to the is-1 connector pin. Furthermore, abrasion marks along the lead body were observed. In particular, approx. 47 cm distal to the is-1 connector pin the inspection revealed a rubbed through insulation. Based on the characteristics as well as the location of this damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of an interaction with a nearby lead. Diagnostic images clarifying this assumption were not available for analysis. In addition, a bend in the distal part of the lead was noted. Bending the lead body requires the presence of mechanical stress. It is reasonable to assume that this damage occurred due to mechanical forces applied during the surgery. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.